Manufacturer narrative:
G4: 06oct2020 b4: (B)(6) 2020 the customer tested the battery and found it failed testing. The customer was advised that the battery was end of life. The customer stated that the unit would be taken out of service. Patient information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
The customer reported a ventilator that experienced a battery depletion during patient transport. This event occurred during patient transport. There was no allegation of harm associated with this event.